Event description:
A hospital in (B)(6) reported that the tubing of an opt314 optiflow junior nasal cannula was broken. The hospital confirmed that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection of the cannula revealed that the right tube was crushed about 100mm from the cannula. The right tube was also damaged at the swivel grip end. A lot check revealed no other complaints for the lot number provided. Conclusion: based on the observed damage it is likely that the tubing became damaged due to excessive pull force being exerted on the tubing. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. - appropriate monitoring must be used at all times. - do not stretch or crush tube. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior cannula based on customer feedback.